Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The device was explanted and replaced with a new device. No additional adverse patient effects were reported.